Event description:
Customer reported a few teeth on the zipper on panel a of the canopy are missing. Customer did not know when the date the issue was discovered. No pt incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned product did not confirm the reported issue that a few zipper teeth are missing. However, evaluation revealed the pull tab is missing from panel side a and has two tears. Pt access panel side b slider body is open. Panel sides c and d are missing the insert pins. Note: instruction for use state: never use the bed if a zipper slider is bent open or damaged and the zipper cannot be zipped completely closed. Never use the bed if a zipper coil is kinked, misaligned, or has gaps and does not close securely along the entire length. Never rip the panels open, as this will damage the zipper slider, preventing the zipper from closing securely. Before leaving the pt alone, apply pressure with your hands along the entire length of the zipper to make sure the panel is securely closed and that there are no gaps or openings along the entire length of each zipper. Always use zipper pull-tabs and ensure that zippers are fully closed. (B)(4).